Manufacturer narrative:
Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Insulin pump was returned for pump error 25. Detailed trace analysis confirmed alarm 25 was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. Pump error 63 noted in the formatted history file due to cold solder joints at the keypad assembly. Insulin pump was received with scratched case, case cracked behind the insulin pump near the battery compartment, display window cover missing, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error 25. The alarm recurred almost every four hours since the day before. The insulin pump also alarmed pump error 63. Customer's blood glucose level was 5 mmol/l. The insulin pump had a crack outside the battery compartment. Customer was advised to discontinue use of the device and revert to backup plan if the insulin pump failed. The customer was advised that the device would be replaced and agreed to return the product for analysis.